Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "02 valve failure" and "compressor failure" message. Complainant indicated that the clinician obtained manually bag ventilated to continue treating the patient.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included environmental and vibration testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.